Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to dislodgement secondary to the patient¿s physical posture issues with mentally challenged condition. There was no plan of replacing or re-implanting ra lead since the physician believed the patient was not pacemaker dependent and did not exhibit clinical symptoms. This explanted lead will not be returned. No additional adverse patient effects were reported.